Event description:
Cardioquip's director of operations and epidemiology has reviewed the images that a field service technician has sent. She recommends iwpr (internal water path replacement) for the unit based on the brown discoloration in the water path.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommendation via email on (B)(6)2022. As of the date of this report, there has been no response to the recommendation.